Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Select patient information cannot be provided due to regional privacy regulations.the reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states.the pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked retainer, cracked keypad overlay, missing display window/cover, serial number label fading, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Cosmetic damage was confirmed for cracked battery compartment. Unit passed required testing.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed it was reported location of the damage is at the battery compartment and also reported out-of-box damage. Mmt-1711k was requested and the device was returned for analysis.